Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented during the generator change out. The lead was capped and replaced due to intermittent loss of ventricular capture. The patient did not suffer complications from the surgery.